Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was noise on the right ventricular (rv) lead that was sensed and resulted in inappropriate anti-tachycardia pacing and shock therapy, along with multiple non-sustained ventricular episodes. The rv pace impedance was also greater than 2,500 ohms. At this time the cardiac resynchronization therapy defibrillator and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Event description:
It was reported that there was noise on the right ventricular (rv) lead that was sensed and resulted in inappropriate anti-tachycardia pacing and shock therapy, along with multiple non-sustained ventricular episodes. The rv pace impedance was also greater than 2,500 ohms. At this time the cardiac resynchronization therapy defibrillator and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.